Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital for a check, noise was observed with isometric testing on the ra lead. Lead was explanted for a different reason. Patient was stable during and post procedure.